Event description:
The patient experienced poor pain control, nausea, and vomiting. The pump and catheter were explanted. The device system was used to deliver fentanyl.

Manufacturer narrative:
Final device analysis of the pump revealed motor gear shaft wear; gear 4 had lower shaft wear and caking in the jewel. Final device analysis of the catheter revealed no anomaly found; acceptable catheter testing. Catheter.